Event description:
Info received indicates the head section gas springs are worn, preventing the head section from lowering completely.

Manufacturer narrative:
The technician replaced both gas springs to repair the stretcher.